Event description:
It was reported that the patient's device was in backup vvi. It was further noted that there was code corruption and elective replacement indicator (eri) on the device. The device was not restored but was explanted and replaced on (B)(6) 2017. Further information could not be obtained.